Event description:
It was reported that the lead exhibited a progressive rise in thresholds and varying impedances. An insulation breach was suspected. The lead polarity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was further reported that the lead was capped. The patient is enrolled in the (B)(6) study.